Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing headaches, pain, and tinnitus with and without device use. The external magnet was exchanged. Programming adjustments have been made; however, the issue did not resolve. The recipient was reportedly prescribed propranolol, lexapro, and nortriptyline.

Manufacturer narrative:
Correction information: sections: e.1, e.2 & e.3, g.2, b.5, b.6, b.7, a.1, a.2, a.3, d.1, d.4, h10, h.4, d.6a, d.6b, d.5, h.6. Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable. The issue is not device related. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.